Event description:
It was reported that noise was seen on the electrogram, and oversensing was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.